Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an occlusion alert associated with the infusion set, after which insulin delivery was resumed following disconnect and fill tubing steps, with visible insulin drops and subsequent reconnection; blood glucose reached 259 mg/dl and remained above target for about one hour, and the user later reported trending down with no further occlusion alerts. Symptoms included hyperglycemia without ketone testing, loss of consciousness, dizziness, or other acute effects. Outcomes included no professional medical intervention, no hospitalization, and no use of backup therapy. Investigation included remote troubleshooting and education focused on occlusion resolution and infusion set management. Investigation of this case revealed an infusion set occlusion that resolved only after supply change, consistent with an infusion component issue rather than a pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion resolved through user-led troubleshooting and supply replacement.